Event description:
It was reported that when the sleeve was crimped with crimp tool, tip of it was broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. A material analysis has been performed. The report concluded: ¿fracture of the crimp jaw occurred in rapid overload. The material composition and hardness of the device were consistent with a 455 stainless steel alloy heat treated to the h900 condition. No material or manufacturing defects were observed on the device features evaluated.¿ the reported event was confirmed. One of the jaw components (pn 6704-9-106) had fractured. Conclusions: the investigation determined the dall miles crimp tool fractured in rapid overload. The material composition and hardness of the device were consistent with drawing requirements. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that when the sleeve was crimped with crimp tool, tip of it was broken.